Event description:
Reportable based on analysis completed 10/06/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The target lesion was described as being "tight" and was located in the left anterior descending coronary artery. The 2.75 x 32 mm taxus liberte stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with a smaller 2.75 x 28 mm stent without pt complications. The pt condition post procedure was reported to be "stable". However, product analysis revealed that the stent had moved on the balloon and stent damage.

Manufacturer narrative:
A visual and microscopic examination identified stent damage, stent movement on the balloon, and shaft kinks. The stent had moved on the balloon approx 1 mm distally from the distal edge of the distal markerband. Proximal stent damage was observed. The stent struts on rows 1 and 2 were bent proximally. An examination identified kinks along the entire length of the hypotube shaft. The balloon section was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).